Event description:
It was reported that the device displayed elective replacement indicator (eri), but did not display any battery or lead measurements. The device mode was reprogrammed, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).